Event description:
The customer stated, he had been hospitalized for low blood glucose levels on three separate occasions within the past two to three weeks. The customer gave no specifics about the hospitalizations. Troubleshooting was not performed on the insulin pump as the customer was unable to find the indicator mark on the lead screw. The programming was correct however.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.